Event description:
Patient reported right side capsular contracture baker grade iii/IV and fluid buildup implant exchange, plus concerns with the product. Device remains implanted.

Manufacturer narrative:
The event of seroma late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and fluid buildup.

Event description:
Patient reported right side capsular contracture baker grade iii/IV and fluid buildup implant exchange, plus concerns with the product. Device remains implanted.